Event description:
It was reported that multiple alerts for charge time limit reached were noted to occur during capacitor maintenances. Device was explanted and replaced.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.